Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that occlusion alarms occurred. There was no adverse impact to customer's blood glucose. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.